Event description:
It was reported that the patient experienced dyspnea, coughing, and chest pain. Decrease in r-wave amplitude and decrease in current of injury were noted on the right ventricle (rv) lead. Diagnostic imaging was performed and dislodgment of the rv lead resulting in cardiac perforation and pneumothorax was observed. A revision procedure was performed and the rv lead was repositioned. No additional intervention was required. The patient was in stable condition.